Event description:
A report was received that the patient was experiencing swelling and pus at the midline and pocket sites. The physician irrigated the sites, hospitalized the patient for 5 days, and prescribed the patient IV antibiotics. The physician does not believe that the infection was device related. The patient is reportedly doing better.